Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube), (the exact upn is unknown), was being used for the purpose of administering medication for the advanced stage parkinson's disease. The device was placed in (B)(6), 2011. According to the complainant, it is noted that there is deterioration of the j-tube. The patient is receiving infusion through the peg there is direct contact with the j-tube. The following medications are being administered; clozapina, eutirox, tiklid, peptamen (enteral nutrition). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.